Event description:
Customer stated, "picked up her pad and shook it. When she shook it, she saw lights flashing inside the pad. There is a burn mark on the label that is located in the middle of the pad." The product has been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customer's complaint. The investigator found that the thermostat inside the product had failed. The investigator determined that the customer was misusing the pad by folding and laying on the pad during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The flash user saw was probably the moment thermostat failed. The discoloration on the label was also from customer misuse which caused the harness failure.